Event description:
When a physician used the subject device for a procedure, the probe broke. The broken piece of the probe was taken out. There was no pt harm reported. No more info has been obtained.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for eval. The eval confirmed that the probe broke down at 7.5 mm from the distal end and that was not returned to omsc. And a contact mark of the h-electrode and the probe was found. The mfg history was reviewed, with no irregularities noted. Based on the analysis result of the subject device, it is likely that the physician activated seal and cut output while twisting the grasping section. The probe and h-electrode came into contact and sparks was discharged. As a result, the probe broke. The tb-0535pc instruction manual already states; warning : do not apply on the probe tip to the tissue with a strong force or pull the probe tip up grasping a tissue or activate output while twisting the shaft or turning the rotation knob with the transducer and connection cable. Otherwise, the probe may be damaged by interference with the internal parts, which could result in the tip breaking and dropping inside the body cavity. This report is being submitted as a medical device report in an abundance of caution.